Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Patients date of surgery is unknown. Further information requested but not available.

Event description:
It was reported that patient's ipg was explanted at an unknow date due to ipg being too near the spine.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.